Manufacturer narrative:
The fse evaluated the device on site and confirmed the ECG equipment malfunction. The fse determined the malfunction was caused by user incorrectly using the device. The user had forgotten to plug the ECG lead cable to the xl+ prior to running the operational check. The fse correctly plugged in the ECG cable and ran the operational check resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's ECG equipment is malfunctioning. There was no patient involvement.